Event description:
The reporter indicated that the gastrostomy tube has a broken balloon. The patient went to the physician's office without the gastrostomy tube. As a result, the stoma closes, so the physician had to dilate it. Dilation of the stoma.

Manufacturer narrative:
(B) (4): dilation of the stoma.